Event description:
The lay user/reporter called lifescan (lfs) in 2006, and alleged that the test strip holder of the patient's one touch basic enhanced meter was damaged. According to the reporter, the patient's meter was broken; so he was unable to test with his meter. The patient complained of feeling weak and dizzy. He went to the hospital (date unknown) and his blood glucose was tested. He was given an insulin injection, however, it is not known if this was a part of his regular medication regimen or as required intervention. The reporter was unable to state if there was misuse of the product. A replacement meter has been sent.